Manufacturer narrative:
D section: leading material updated.

Event description:
No update.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as enduro components. The pre-operative diagnosis in 2017 was status post primary knee replacement with multi-directional instability. The patient was initially implanted with enduro components on (B)(6) 2017. Treatment included stimulan pellets with 240mg of tobramycin and 500 mg of vancomycin per mixture; and components were cemented one-on-one with tobramycin. There was a failed right total knee with hinge, revision due to loosening and black wear debris seen in synovium on (B)(6) 2020. The patient had been having increased knee pain throughout the day an night; arthrofibrosis was noted. A revision surgery was necessary. The implant that was revised was the aesculap enduro femur. Tranexamic acid had been given during the procedure. All components were cemented one-on-one with tobramycin, followed by stimulan pellets and tobramycin and vancomycin mixture. Additional information was requested. The adverse event is filed under xc (B)(4).

Event description:
No update.

Manufacturer narrative:
General information the product is not available for an investigation. Consequences for the patient post-operative medical intervention was necessary -> revision surgery. Investigation no product at hand, therefore an investigation at the devices is not possible. Conclusion and root cause based on the information available it is not possible to determine a definitive root cause for the failure at that time. Rationale there are many potential sources regarding to implant loosening: - modification/ change in the surgical technique. - cement technique - patient fall - patient allergy/infection. Product safety case was created.